Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a fabric tear occurred. In (B)(6) 2016, a 27mm watchman ® laa closure device & delivery system was successfully implanted during a left atrial appendage (laa) closure procedure. At the patient's one year follow-up they detected a 2mm fabric tear on the face of the device, resulting in a jet. The tear was not present at the 45 day transesophageal echocardiogram (tee). The patient was taken off their oral anticoagulant medication. No patient complications were reported.